Manufacturer narrative:
The customer reports that their central nurse's station (cns) is not booting up. No harm or injury was reported. The customer will need to replace the existing hdd's in order to mitigate the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reports that their central nurse's station (cns) is not booting up. No harm or injury was reported. The customer will need to replace the existing hdd's in order to mitigate the issue.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was not booting up. The customer ordered replacement hdds to resolve the issue. No patient harm was reported. Investigation summary: during the boot up sequence, the operating system and the cns application from the hard drive is loaded. The cns cannot boot up when the hard drives have failed. Two new hard drives were issued to the customer to fix the problem. Service history for this serial number shows this is an isolated incident. Boot up issue overview boot up failure, including boot looping, booting into bios, failure to load the cns application, and failure to complete the boot up cycle are the result of hard drive failures. Hard drive failures are caused by environmental factors, maintenance factors, or the hard drive has reached the end of its lifespan (2 years). The cns device requires regular maintenance, as outlined in the operator's manual. When stored for an extended period of time, operation checks should be performed. In short, the symptoms of the device not being able to boot up is related to its internal hard drives. This is indicative of a device needing maintenance and/or service.

Event description:
The customer reported that the central nurse's station (cns) was not booting up. No harm or injury was reported.